Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "ticket has been initially screened for complaint criteria by tsc. At this time the ticket information is a potential complaint. Ticket has been flagged for complaint review/registration by gcm or tsc. Caller stated that the device was programmed to deliver 10.4 ml/hr. Wife of patient called nurse and informed her that the device had delivered 225 ml/hr delay in therapy: no. Need for medical intervention: unknown. Patient involvement: yes." Additional information was received on may 06, 2016: "pharmacist stated that the pump was set to high authorization level instead of medium authorization level.(B)(4) also stated that the pump may have been physically manipulated. Initial bag volume is 250ml volume left in the bag is unk kindly acknowledge no human harm caused. -no. What software version is installed on the device?- v13.2. What were the treatment settings? Rate: 10.4 ml/hr, vtbi: 250 ml, time: mode: continuous infusion. What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? -17.4 psi. Administration set used (type and lot number): pick line. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) Unk. What drug was administered during the event? Penicillin g 24 mil/unit. Priming method (manual / with pump): with pump. What volume was used for prime? What was the initial bag volume? Was the pump placed in a backpack during the treatment? Yes in a fanny pack. Did you experience any alarms at the beginning / during / at the end of the treatment? If so, please detail the alarms and their occurrences: -distal occlusion alarm. At which stage of the infusion did the alarm occur? (Prime / beginning of infusion / taper up / plateau / during bolus delivery / taper down/ etc.) -several times during the infusion. What was the vtbi presented on the pump screen following the alarm? -unk. What was the volume left in the bag? 250 ml."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: over delivery.